Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed intermittently. The fse replaced the touchscreen, performed touchscreen calibration, and changed the parameters and the issue was resolved.

Event description:
It was reported that the touchscreen on the unit failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 20may2019. The touchscreen was returned for device evaluation. The touchscreen passed calibration, touch and resistance testing. The reported error could not be duplicated. No errors were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.